Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. Water contamination was found in the sensor board and tubing, thereby causing the reported issue. The device's sensor board and tubing will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's displayed pressures were inconsistent. There was no harm or injury reported.